Event description:
It was reported that patient experienced ineffective stimulation. Reprogramming was attempted. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4); serial: (B)(6); batch: a000123998.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted with no complications.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.